Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected fields: b5. A getinge field service engineer fse has assessed the repair price. If there is a price quote for spare parts, we will make a price quote for delivery to the customer. The price quote is submitted and the job is closed. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had battery is due to be replaced, safety disk and tidal volume disk are due to be replaced. There was no patient involvement reported.

Manufacturer narrative:
After further review, an initial and followup 1 emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
The fse replaced the li ion single battery li ion battery pack tested safety disk assembly and tidal volume disk the unit was verified to be operating normally no additional issues were noted

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units safety disk is due for replacement. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.